Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses could be performed so far. It is unclear whether the injury had to be treated. It was not possible to receive this information despite repeated requests. It is also unclear whether the injury is the effect of a burn or of a reaction against the adhesive of the electrode. Based on the information made available to us so far, no conclusion can be drawn as to what might have caused the irritation. We will provide a follow up report.

Event description:
On (B)(6) 2018 we have been informed about an incident involving a dispersive electrode at an unknown hospital in (B)(6). Monitoring dispersive electrodes ref (B)(4) (model rs213) were used. A laparoscopic cholecystectomy procedure was performed on the left lateral thigh. After the removal of the dispersive electrode, a skin irritation was noticed which was attributed to a burn by the reporter. A photo of the skin irritation was provided. It shows a section of a patient's skin with a skin irritation of a shape corresponding with parts of the adhesive area of the carrier material of the electrode. No information about the generator model, the power settings, the patient, how the skin was prepared, whether the skin was cleaned before the procedure and if and how the injury was treated have been disclosed to us despite of repeated requests.

Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses could be performed so far. It is unclear wheter the injury had to be treated. It was not possible to receive this information despite repeated requests. It is also unclear whether the injury is the effect of a burn or of a reaction against the adhesive of the electrode. Based on the information made available to us so far, no conclusion can be drawn as to what might have caused the irritation. On septermber 25th we have been informed by the distributor that no furher information will be available. "The customer now orders from another supplier. Please close this complaint." As no further information is available no further invesigation can be carried out. We therefore close the investigation.

Event description:
On (B)(6)2018 we have been informed about an incident involving a dispersive electrode at an unknown hospital in germany. Monitoring dispersive electrodes ref 19.000.02.605 (model rs213) were used. A laparoscopic cholecystectomy procedure was performed on the left lateral thigh. After the removal of the dispersive electrode, a skin irritation was noticed which was attributed to a burn by the reporter. A photo of the skin irritation was provided. It shows a section of a patient's skin with a skin irritation of a shape corresponding with parts of the adhesive area of the carrier material of the electrode. No information about the generator model, the power settings, the patient, how the skin was prepared, whether the skin was cleaned before the procedure and if and how the injury was treated have been disclosed to us despite of repeated requests.